Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17309924m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter. It was reported that before the procedure, there was a small bulge found on the second electrode. There was difficulty during the insertion of the catheter. Therefore, the physician removed the catheter and noted that it was broken. The picture that was provided confirmed that the tip of the catheter was partially separated. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The tip of the catheter partially separated was assessed as a reportable malfunction.

Manufacturer narrative:
The biosense webster, inc. Failure analysis lab received the device for evaluation on february 22, 2018. The catheter was in returned in the condition reported of ¿the tip lumen of the catheter is partially cut distally at electrode #2¿. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additional information received on the event on february 25, 2018. The sheath information was not provided. It was confirmed that the catheter was used on the patient. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter. It was reported that before the procedure, there was a small bulge found on the second electrode. There was difficulty during the insertion of the catheter. Therefore, the physician removed the catheter and noted that it was broken. The picture that was provided confirmed that the tip of the catheter was partially separated. There was no patient consequence reported. The sheath information was not provided. It was confirmed that the catheter was used on the patient. The device was visually inspected and the tip was found partially cut from electrode #2. Then, the catheter outer diameter was measured and it was found within specification. Additionally, a scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the peek housing. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on the tip cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).